Event description:
It was reported via repair work order that the jack would not lower due to a broken hydraulic jack.no patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.